Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was dropped three times, one was 69 mg/dl and other's was in 50's mg/dl and then dropped down to 70 mg/dl. The customer's blood glucose at the time of incident was 58 mg/dl and current is 144 mg/dl. The customer treated low blood glucose with food and drink intake. The customer's current blood glucose is 134 mg/dl and treated it with food. The customer declined troubleshooting on insulin pump. Based on customer report customer allege insulin pump was over delivering the insulin. The customer was neither hospitalized nor admitted for low blood glucose. The insulin pump will not be returned for analysis.